Event description:
On (B)(6) 2012, the patient claimed the animas pump has a power issue. Approximately a month ago, the subject pump began to randomly power off. At the time of concern, the patient took out the battery several times to reboot the device. For that day, her blood glucose ranged from 334 mg/dl to 600 mg/dl while she experienced symptoms of thirsty, frequent urination, headache, and very tired. Reportedly, the patient had pressure between his eyes and tested negative for ketones. The patient's blood glucose decreased to normal range, 80-180 mg/dl, after he took insulin via syringe per the hcp recommendation. Troubleshooting revealed the battery cap was stripped. The o-ring was visible since the battery cap could tighten completely. This complaint is being reported because the patient experience elevated blood glucose over 500 mg/dl and had symptoms suggest of hyperglycemia after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.